Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation a visual inspection was performed and no defects were found. A data log could not be downloaded because the device would not boot up. The receiver case was opened for further evaluation. An interior inspection was performed and moisture damage was observed. Due to the condition of the device, the reported event of a hardware error was not confirmed. A root cause could not be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient's father did not report any injury or medical intervention.